Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by transferring the patient to another device. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to emit x rays. The review of system log files showed small focus and large focus were defective. Upon troubleshooting, the fse confirmed that the issue was with x-ray tube. The supplier's part analysis conclusively determined the cause of the x-ray tube failure was due to filaments blown. To resolve the issue, the fse replaced x-ray tube and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.